Event description:
The haptic broke off right after lens was implanted, lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in singapore: the lens was ejected out of the cartridge and explanted, but the lens was not returned. According to the information, the haptic broke off right after implantation. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: fc-60ad). The exact root cause is not determined. Unique device identifier (UDI) number has been added.

Event description:
The haptic broke off right after lens was implanted. The lens had to be explanted.